Manufacturer narrative:
Philips service replaced the geometry module, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry movement was intermittently unavailable due to ipc failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.